Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a sudden shutdown and it was attributed to the power supply being out of specification (damaged) and it was replaced. The hard drive was reconfigured and the software reloaded and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was operating and then it all of a sudden shut off. It was attempted to turn back on but it would not turn on. The power cables,and plugs was changed out but the situation was not resolved. It was additionally noted the handle was broken. The programmer is returned. No patient complications have been reported as a result of this event.